Event description:
It was reported by the pt that he had been experiencing an increase in seizures above the pre-vns baseline seizure frequency. The pt stated that his primary care physician indicated that the pt's dilantin was not at a therapeutic level. Attempts for information from the neurologist have been unsuccessful to date.